Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. After investigation, the broken condition of the attune fb tibial impactor cannot be confirmed due to poor quality photo; the device appears to remain in one piece, concluding a cracking condition. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cracked attune fb impactor broken in theatre. 5 min delay. No patient affected.